Event description:
The customer tested her blood glucose and received a reading of "hi" using her contour meter. The customer was taken to the hospital as a result of the reading. A lab test performed at the hospital gave a blood glucose reading of 839 mg/dl. The customer decided to perform a comparison test using her contour meter and received a reading of 135 mg/dl. The 839 mg/dl reading was off the grid, but the difference between the readings appears to fall in the "d" zone of the error grid, making the difference clinically significant. No adverse events were alleged as a result of the difference between readings. The customer was advised to return her test strips and meter for evaluation. Replacement products were sent to the customer.